Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: head of sales. The actual device has been returned for evaluation. Visual inspection of the actual sample found that the distal end had been fractured. Magnifying inspection of the fractured part found that the distal portion of niti core wire of about 17 millimeters (mm) in length was missing from the actual sample. The stainless-steel coil was unraveled and fractured. The middle section between the platinum and stainless-steel coils was exposed. The platinum coil (about 30 mm in length) was missing from the actual sample. Based on this, it was presumed that the platinum coil was stretched and then fractured, however, the specific length could not be clarified. Electron microscopic inspection of the fractured part of niti-core wire found that the fractured end was straight with no curve or taper, and radial pattern and dimple (pitted) pattern were observed on the fracture surface. Dimensional inspection of the actual sample confirmed that the thickness of the niti-core wire measured in the vicinity of the fracture was comparable to that of a current product. No anomaly was observed. The outer diameter of the stainless-steel coil section (undamaged part) met the factory's specification. No anomaly was observed. Review of the manufacturing history record and the shipping inspection record of the actual sample found that there were no anomalies in them. Search of the past complaint file of the involved product code/lot found no other similar event reported from other facilities. Based on our past knowledge, it is known that the guidewire may be fractured by having been exposed to the force described. It is also known that, in all examples, the coil becomes unraveled and stretched, and then fractured when exposed to further pulling force. In addition, it is known that some regularity in the fracture shape of the core wire is observed as follows depending on the mechanism leading to the fracture. When pulling force is applied, the fracture end is tapered, and dimple pattern is observed on the fracture surface. This state is different from the state of the actual sample. When 90° repetitive bending force is applied, the fracture end is straight with no curve or taper, and radial pattern and dimple patterns are observed on the fracture surface. This state is similar to that of the actual sample. When torque force is applied, the fracture end is twisted, and spiral pattern and dimple pattern were observed on the fracture surface. This state is different from the state of the actual sample. When pulling force is applied to a looped guidewire, the fracture end is curved and twisted deformity and dimple pattern are observed on the fracture surface. This state is different from the state of the actual sample. On the base of the investigation result, as a possible cause of this complaint, the following mechanism was inferred to have caused the fracturing. The distal end of the actual sample was trapped by some factor (stenotic lesion, stent, etc.) The actual sample in the trapped state was exposed to repetitive bending force, which resulted in the fracture of niti-core wire inside the platinum coil section. When the actual sample was subjected to a removal manipulation, the platinum coil became unraveled and stretched. When the removal manipulation continued, the platinum coil was fractured. Relevant instructions for use (IFU) reference: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." "Do not bend the runthrough ns repeatedly at the same point. It may result in deformation, breakage, or separation of the runthrough ns." "Manipulate the runthrough ns carefully when crossing it through a deployed stent.stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the guidewire coating peeling off the runthrough ns device involved. During bifurcation stenting, the tracking of the coronary guidewire through the stent cell into the lateral branch found an obstacle. The distal tip of guidewire passed the cell; however, the guidewire did not advance further. When the guidewire was removed, a coating dissociation of the area after soldering was found. The dissociated fragment might have remained in the patient's body. The procedure outcome was not reported. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.